Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip jammed between the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed twelve clips as intended. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, the clip was fed into the jaws sideways. It was unknown which firing of the device this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.